Event description:
It was reported that during an unspecified surgical procedure it was observed that the kincise impactor device would fire twice when the trigger was pulled. There were no reports of delays to a surgical procedure. During service and evaluation, it was determined that the device trigger was sticky, this led the device to keep firing after the trigger was released. The device also increased the frequency of impact. The device also failed pretests for operation assessment. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was not established.